Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed dose calculation error due to software problem and missing segments. Customer blood glucose reading was 200 mg/dl. The insulin pump was blank than turned back on. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device display properly. No blank display, missing segment/partial display anomaly noted during testing. However, unit received compromised forced sensor system alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify one of the tasks has not responded for specified time. The alarm saves information to indicate if motor or main virtual watchdog failed alarm due to compromised forced sensor system alarm. Device was received with normal operating currents and passed unexpected restart error test.